Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01272, 1627487-2022-01481. It was reported that the patient had lost weight, causing pain at the ipg pocket site. During the procedure to address the pocket site on (B)(6) 2022, the physician discovered the s1 lead showed invalid impedance. The physician also inadvertently pulled out the l5 lead during the procedure. Surgical intervention took place wherein the ipg was relocated on (B)(6) 2022 and the leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.